Event description:
Caller reported a cartridge alarm issue on (B)(6) 2025. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.